Event description:
It was reported that during a right hemicolectomy the doctor could not completely fire the ntlc. The first firing went smooth, and the second firing was unable to transect the entire colon. The surgery was completed with suture and scalpel to remove transect the remaining colon. No parts were left inside the patient's body cavity. There was no delay to the surgery. The procedure was successfully completed with no fragments generated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # 522a73. This is an analysis of two photos submitted along with device analysis. This is an analysis of the two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a black reload from batch area: 522a73. Also, some drivers can be seen up (2/3), and after that, some protruding staple legs were noted. Device investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damaged. The reload had the proximal 53 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.